Manufacturer narrative:
Device evaluation: two devices were returned for evaluation. The devices were measured and confirmed to meet print specifications. The devices were functionally tested by rotating the torque limiter knob and no issues were identified with the function of the device. A review of the nonconformance database did not identify any issues with the manufacture of either lot. A review of the provided case details indicate that there was incident involving the user technique. It was reported that ¿the scrub nurse advanced the chuck too far where the surface is uneven, this caused the drill to come off mid-drilling and I believe made the prep hole too big¿. This incident most likely contributed to the inadequate interference fit between the screw outer diameter and the drilled hole diameters. No further action is required at this time. The root cause of the failure is attributed to user error. (B)(4).

Manufacturer narrative:
Although anticipated, the device has not been received for analysis. (B)(4).

Event description:
Surgeon was using the appropriate drill for a 2.9 bioraptor knotless anchor during a hip arthroscopy. The drill came loose in the chuck during drilling and upon trying to insert the anchor there was no resistance and the anchor pulled out. There were two anchors of which neither anchor broke. The case was completed with new 2.3 bioraptor anchors placed in new holes; leaving the original prepped sites empty with no product. There was a 20 minute procedural delay and the patient¿s post-operative condition was fine (normal). Customer reported that the drills are fine; the scrub nurse advanced the chuck too far where the surface is uneven, this caused the drill to come off mid-drilling. Surgeon stated he believes he may have made the prep hole too big.